Event description:
Pt was revised to address pain from date of implant. The glenoid component was loose at the bone/cement interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the glenoid part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the cement was unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.